Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 100% stenosed, totally occluded lesion located in the moderately tortuous and moderately calcified right external iliac artery to common femoral artery. Vascular access was obtained through the left radial artery with a 6fr introducer sheath. A 300cm v-18 guide wire was advanced to the lesion and a 2.0x20mm sterling es balloon catheter was used to pre-dilate the lesion. The lesion was then pre-dilated with a 4.0x20mm sterling mr balloon catheter. This 5.0-4/4t/150 symmetry balloon catheter was then used for additional pre-dilation. The balloon was inflated to 8atms for 30 seconds on the first inflation. On the second inflation, the balloon ruptured when pressure was increased to 12atms. The device was removed from the patient intact. Pre-dilation was completed with another symmetry balloon catheter at 12atms. Another manufacturers' 8mmx4cm stent was then implanted in the lesion and post dilation was performed with a 6mmx4cm symmetry balloon catheter. The procedure was completed at this point. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the shaft of the device revealed no damage. The balloon was folded and wrapped around the shaft. The device was attached to an inflation unit and an attempt was made to inflate the balloon when a leak was noted. Microscopic examination of the balloon found a longitudinal tear in the balloon material starting at the distal edge of the balloon and extending 11mm proximally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 100% stenosed, totally occluded lesion located in the moderately tortuous and moderately calcified right external iliac artery to common femoral artery. Vascular access was obtained through the left radial artery with a 6fr introducer sheath. A 300cm v-18 guide wire was advanced to the lesion and a 2.0x20mm sterling es balloon catheter was used to pre-dilate the lesion. The lesion was then pre-dilated with a 4.0x20mm sterling mr balloon catheter. This 5.0-4/4t/150 symmetry balloon catheter was then used for additional pre-dilation. The balloon was inflated to 8atms for 30 seconds on the first inflation. On the second inflation, the balloon ruptured when pressure was increased to 12atms. The device was removed from the patient intact. Pre-dilation was completed with another symmetry balloon catheter at 12atms. Another manufacturers' 8mmx4cm stent was then implanted in the lesion and post dilation was performed with a 6mmx4cm symmetry balloon catheter. The procedure was completed at this point. There were no reported patient complications. The patient status is listed as "good".